Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized thirteen days prior to death for another indication. It was reported that the same day as death the patient experienced a myocardial infarction. It was unknown if the patient was connected to the hc device at the time of death. The cause of death was reported as cardiac arrest. It was reported an autopsy was not performed. A death certificate was not available. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.